Event description:
Had extreme difficulty inserting shiley 5.5 cuffed trach. Patient had extreme pain with routine trach change, attributed to recalled trach. Family, (B)(6) were all unaware that trach lot had been recalled and he had been issued them and had been using them in the home.